Manufacturer narrative:
No patient information as no patient was involved in this concern. (B)(4) has tried to get a hold of site to see if they are going to purchase a replacement vertek arm, no response from site.

Event description:
A medtronic representative reported the vertek arm, used with the stealthstation treon, will not lock. There was no patient present.